Event description:
Furthermore, the patient had a follow up and the rv lead impedance had increased. The patient will be monitored.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, right ventricular (rv) coil impedance measured >200 ohms which was up from a trend in the 40-50 ohm range. The analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, superior vena cava (svc) coil impedance measured 254 ohms, up from a trend in the 50-70 ohm range. (B)(4).

Event description:
It was reported that the patient's device alarmed due to high impedance on the right ventricular (rv) lead. A lead test showed the lead also had unstable impedance. The alarm was turned off and the patient will have a follow up in five weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead continued to have high svc coil and rv coil impedance. The coil was suspected to have degraded over time. The lead was scheduled to be revised.